Event description:
The customer reported to olympus that the gyrus, pk-sp generator would not activate the cut function. The event occurred prior to the procedure. There was no patient harm associated with the event. The device was evaluated, and it was observed that the error log indicated the presence of error code 400:26. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation: b5, g3, h2, h6 (type of investigation), and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, e3, h3, h6 for information inadvertently left out of initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code 400:26 relates to a user error and occurs when the user activates the probe without the presence of saline. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gyrus, pk-sp generator would not activate the cut function. There was no patient harm associated with the event. The device was evaluated, and it was observed that error log indicated the presence of error code 400:26. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was not confirmed. In addition to error log indicated the presence of error code 400:26, additional findings were as follows: energy signal error, stuck low; footswitch mode pedal was stuck; front panel-cut (left) up button was stuck; front panel mode/menu button was stuck; improper use of saline solution with an electrode; there was loose screws in the device; and there were scratches at the housing chassis. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.